Manufacturer narrative:
The tech found the caster stems were broken and replaced the foot end casters to repair the bed.

Event description:
Info received indicates the foot end casters are not holding in brake.